Event description:
It was reported a patient's implantable cardioverter-defibrillator presented with p-wave under-sensing. This started a timing cycle problem that ended with pseudo pseudo fusion. No changes were reported. The patient was stable.

Event description:
New information received notes programming changes were made to restore normal parameters on the implantable cardioverter-defibrillator. There were no patient consequences.